Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 10 unopened racepacks and 2 opened. Analysis and results: there are no previous complaints of the same code-batch. Manufactured (B)(4) units of this code-batch. There are 36 units in stock. Received 10 closed samples and 2 used threads (without needle and pack) with the surface damaged (fraying) in some areas of the thread, as can be seen in enclosed picture. Sewing test on artificial skin tissue has been conducted with the closed samples received and fraying does not appear when pulling the thread through the tissue. Visual appearance before and after sewing test is the usual one. Also tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): the 3.79 kgf in average and 3.37 kgf in minimum (ep requirements: 2.24 kgf in average and 1.33 kgf in minimum). Additionally, we have tested the needle attachment of the closed samples received and the results fulfil the requirements of the (B)(6) pharmacopoeia ((B)(6)): the 2.29 kgf in average and 1.80 kgf in minimum (ep requirements: 1.53 kgf in average and 0.46 kgf in minimum). There was no splitting found on thread surface on the closed samples received before and after performing tests. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Remarks: when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked. Final conclusion: although the results of the closed samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country o f complaint: spain. It is reported that there is roughness/bulge on threads.